Event description:
It was reported that the Pump was exchanged due to expected thrombosis in the Inflow Canula. There were also possible scratches on inside surfaces due do cardiac catheterization catheter in rotor. Low Flow Alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.